Event description:
The manufacturer received information alleging a ventilator had a faulty internal board. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a faulty internal board. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed. The device was returned unrepaired as per the customer's request. The device was retuned unrepaired as per the customer's request.